Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: aspiration to treat seroma, explantation because of deflated breast prosthesis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified breast surgery with an unspecified mentor smooth saline breast prosthesis developed a seroma in one of her breasts. As a result, the seroma was aspirated. During aspiration, the breast prosthesis was punctured and deflated. As a result, the patient underwent explantation and replacement with an unspecified breast prosthesis. The suspect medical device was discarded after explantation.